Event description:
On (B)(6) 2013, (B)(6), reported that on (B)(6) 2013 the pressure #3 reading was showing increased negative pressure, even though the pressure sensor was not hooked up. The perfusionist disconnected the cable from the module and it fixed the problem. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. A serial number for the hl20 was not provided so the manufacture date was unable to be determined. The customer did not request a service call for the event. (B)(4).